Event description:
The customer stated that his blood glucose was tested using his contour meter and a lab test while he was at his doctor's office. The contour read 65 mg/dl, while the lab test result was 39 mg/dl. The customer stated that at the time his glucose was tested, he felt as if he was going to pass out and had to sit down. He did not require treatment. The customer was advised to return his test strips for eval. Replacement test strips were sent to the customer. The meter was replaced at the customer's insistence.